Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the customer stated that a cell dyne ruby cell counter to determine the level of residual wbcs in the product. The cell counter¿s product information was reviewed by terumo bct. Depending on the manner in which the counter is being used, it is possible that the use of this instrument exceeds the manufacturer's specifications for detecting measureable wbc counts.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the customer declined to provide complainant's first name. The cobe spectra apheresis system is not designed to proactively alert the operator to the wbc count. No message will be received at the end of a procedure to verify wbc count in the product. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to:¿ wbc count methodology¿ rbc spillover¿ centrifuge stopped¿ rbc detector calibration error¿ possible air block¿ the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The cobe spectra set is not available for return because it was discarded by the customer.